Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) withheld therapy for a stable ventricular tachycardia (vt) episode because the ICD detected the vt as supra ventricular tachycardia (svt). The ICD was reprogrammed and remains in use. The patient also had a vt ablation done. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.